Event description:
It was reported that when using the bd pyxis¿ es server, the interface was down, and all station were not crossing over. The customer stated that this malfunction caused a delay in dispensing medication to patients. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
D4 & h4: serial number, unique device identifier (UDI) and manufacturer date not available. Upon investigation of the actual device used in this incident, it was determined that the interface was down, and the station was not crossing over. A technical support specialist (tss) reported that a downtime query had been run and no messages were processing. The tss restarted the external messaging services, the message queuing listener adapter, the named pipes listener adapter, the transmission control protocol port sharing service, the transmission control protocol listener adapter, and the pyxis external inbound processor services. After restarting these services, the tss ran another downtime query and observed that messages had begun to appear and process. The tss contacted the customer to inform the customer that message traffic had resumed. The case was monitored for twenty four hours, and since no additional issues occurred, the case was approved to be closed. The system functioned after the technical support specialist troubleshot the device.